Event description:
It was reported the pt experienced ineffective/unintended stimulation. As a result, the scs lead was explanted and replaced with a different model. The pt has effective coverage post-operatively.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.